Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had evidence of intermittent oversensed myopotential noise. The noise did not result in any inappropriate therapy or delay to therapy. There was also evidence of increasing defibrillation threshold (dft) measurements since implant. Later after discussions with another s-ICD colleague the physician elected to explant the system to improve shock effectiveness. There were no additional adverse patient effects reported.